Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the mid lcx. It is reported that approximately 13 months post index procedure, the patient suffered a spontaneous gastrointestinal (gi) bleed. Asa, coumadin and plavix were discontinued. It is reported that the patient recovered with treatment. Investigator has indicated that the event was not related to the study device. At 12 month and 15 month follow-ups, patient's worst angina status was reported as I per (B)(6).

Manufacturer narrative:
Results: inherent risk of procedure (hemorrhage). (B)(4).